Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a loss of communication. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.